Manufacturer narrative:
Please reference MFR report # 2015691-2019-04124 for the aortic valve replacement.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The device was not returned for evaluation, as it remains implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 7 months due to degeneration and severe stenosis. A 26mm transcatheter valve was implanted. The patient also underwent an aortic valve-in-valve procedure for stenosis. The patient tolerated the procedure well, and there were no complications. Patient was discharged home in stable condition on pod #1.